Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (8 mg/ml a t 1.2251 mg/day) and bupivacaine (14 mg/ml at 2.144 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had symptoms return following an unrelated back surgery approximately 3 months ago. There were no environmental or patient factors. External factors ¿possibly¿ could include the unrelated back surgery but there was no way to confirm that this could have damaged the catheter. A dye and rotor study were done on (B)(6) 2024. The rotor portion of study was normal but the healthcare provider was unable to complete the dye study as the catheter aspiration was unsuccessful. A catheter revision will take place but it has not been scheduled at this time. The event was not resolved.